Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient was admitted to the hospital on (B)(6) 2018 for "excessive pain." She began experiencing seizures on (B)(6) 2019. The hcp was calling to have a device manufacturer representative paged to interrogate the pump. The patient's pump doctor had been contacted about the patient's condition. No further complications were reported.